Event description:
Event verbatim [preferred term] the heat cells were coming out of the package/they were falling all over the floor, it was like carbon/they were totally crushed/it was black all over the place [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) (reported as thermacare heat wrap advanced pain therapy), from an unspecified date for years as needed for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had been wearing thermacare heat wraps for years as needed, and she wore large and extra large sizes. She stated in three days, she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon. They were totally crushed. She stated there was something defective about two of the wraps that she opened and it was black all over the place and it was awful. She described it as when you had a barbecue and the charcoal was left at the end. The cells were black, so she obviously threw it out. She thought one being this way was an oddity and she thought okay this may have happened but then she had the same problem with the second one. She stated she really hoped this does not happen again. She bought quite a few boxes. She stated when she bought the product, she threw away the boxes and put them in big plastic bags. She did not have the product to provide the lot #, expiration date, or upc number. She did not have any boxes for the product. It had to be manufactured by pfizer because she got the 800 number from the back of the wrapper. She also stated the only other issue she had was that you can't secure it. There's no stuff that made it stick to each other. This had happened on numerous occasions. Device was not available for evaluation. She discarded the product. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: heat cells damaged/leaking. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (05may2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (09nov2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Follow-up (11nov2019 and 13nov2019): new information received from the product quality complaint group includes severity rating, malfunction assessment and investigational results. Company clinical evaluation comment the event "she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number arthritis lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] the heat cells were coming out of the package/they were falling all over the floor, it was like carbon/they were totally crushed/it was black all over the place [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) (reported as thermacare heat wrap advanced pain therapy), from an unspecified date for years as needed for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had been wearing thermacare heat wraps for years as needed, and she wore large and extra large sizes. She stated in three days, she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon. They were totally crushed. She stated there was something defective about two of the wraps that she opened and it was black all over the place and it was awful. She described it as when you had a barbecue and the charcoal was left at the end. The cells were black, so she obviously threw it out. She thought one being this way was an oddity and she thought okay this may have happened but then she had the same problem with the second one. She stated she really hoped this does not happen again. She bought quite a few boxes. She stated when she bought the product, she threw away the boxes and put them in big plastic bags. She did not have the product to provide the lot #, expiration date, or upc number. She did not have any boxes for the product. It had to be manufactured by pfizer because she got the 800 number from the back of the wrapper. She also stated the only other issue she had was that you can't secure it. There's no stuff that made it stick to each other. This had happened on numerous occasions. Device was not available for evaluation. She discarded the product. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: heat cells damaged/leaking. Additional information has been requested and will be provided as it becomes available. Follow-up (05may2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (09nov2019): new information received from the product quality complaint group includes severity rating and malfunction assessment. Company clinical evaluation comment: the event "she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] the heat cells were coming out of the package/they were falling all over the floor, it was like carbon/they were totally crushed/it was black all over the place [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) (reported as thermacare heat wrap advanced pain therapy), from an unspecified date for years as needed for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated she had been wearing thermacare heat wraps for years as needed, and she wore large and extra large sizes. She stated in three days, she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon. They were totally crushed. She stated there was something defective about two of the wraps that she opened and it was black all over the place and it was awful. She described it as when you had a barbecue and the charcoal was left at the end. The cells were black, so she obviously threw it out. She thought one being this way was an oddity and she thought okay this may have happened but then she had the same problem with the second one. She stated she really hoped this does not happen again. She bought quite a few boxes. She stated when she bought the product, she threw away the boxes and put them in big plastic bags. She did not have the product to provide the lot #, expiration date, or upc number. She did not have any boxes for the product. It had to be manufactured by pfizer because she got the 800 number from the back of the wrapper. She also stated the only other issue she had had was that you can't secure it. There's no stuff that made it stick to each other. This had happened on numerous occasions. Device was not available for evaluation. She discarded the product. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. No follow-up attempts needed. No further information expected. Follow-up (05may2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "she opened two of them and the heat cells were coming out of the package. They were falling all over the floor, it was like carbon" (device leakage) and was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.